Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a green colored image. Furthermore, the following additional issues were identified during inspection: minor fiber breakage, dents on the distal edge, dented outer tube, loose adapter, cracked on sides, label on vc, and failed light transmission the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", displayed a green and purple colored image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported green and purple colored image issue could not be determined, however, the issue was likely the result of a faulty charged coupled device and or cable. Olympus will continue to monitor field performance for this device.